Event description:
According to customer description device has a burning smell while in use and has stopped working. The arjohuntleigh service technician found that printed circuit board was blown. Pcb was replaced. Unit is serviced by arjohuntleigh and is in good condition.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer medibo medical products (B)(4).